Manufacturer narrative:
To date, this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that this device did performed normally throughout laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2009 that this clinic nurse contacted technical services to report that this device's monitoring voltage is 2.63 volts with a charge time of 17.4 seconds. The patient is being seen every eight weeks at the clinic. Technical services recommended no change in the current follow-up schedule and discussed the mid-life display of replacement indicator advisory. Technical services suggested that the clinic nurse look for a charge time of >=18.9 seconds (elective replacement indicator). Technical services informed the clinic nurse that an accurate longevity could not be provided. Subsequently, boston scientific received information in (B)(6) 2011 that this device triggered elective replacement indicator (eri) in (B)(6) 2011. The monitoring voltage was 2.57 volts associated with a charge time of 19.5 seconds. Technical services recommended device replacement within 3-months following eri declaration.

Event description:
Subsequently, boston scientific received information from an implant form that this device was electively explanted in late (B)(6) 2011. The device was received at boston scientific's return products departmnent in early (B)(6) 2011.